Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had received a motor error and failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states got a weak battery alarm replaced with new battery and it worked fine. Troubleshooting was performed for motor error and failed battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.